Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The healthcare professional of the clinical study reported there was an interaction between the electrical scalpel and stimulator leading to a stop of stimulation. With the stop of stimulation there was a recrudescence of pain. No diagnostics or troubleshooting was done. The stimulator was restarted and reprogrammed; no surgical intervention was taken or planned. The event was related to the device and not the procedure. The event was considered resolved. Patient indication for use is chronic neuropathic pain and chronic radiculalgia.